Manufacturer narrative:
Patient information was unavailable from the site. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that both monitors show "no signal" message. Troubleshooting including rebooting the system, but that did not fix the problem. Navigation was aborted.

Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found that the cpu does not turn on. The cpu was replaced to resolve the issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight was not available from the site. Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the issue occurred during a cranial resection. The navigation system failed at the beginning of the procedure and the health care professional decided to continue with the procedure without using navigation. There was a 30 minute delay in the case.